Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had power error and had replace battery now alarm. Customer's blood glucose level was 125 mg/dl. Customer also stated that troubleshooting was performed and insulin pump error issue remained unresolved. Customer will be returned device for analysis.

Manufacturer narrative:
All operating currents are within specification. Device passed displacement properly. Pump error 25 noted due to connector resistance issue on the electrical board. No failed battery or unexpected battery power loss noted during testing.